Event description:
Complainant alleged that during routine testing, the device displayed intermittent "ECG leads off" and "electrodes off" messages. There was no pt involvement during the reported malfunction.